Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic presented to the clinic after receiving a patient notification alert. Interrogation showed post paced t-wave oversensing. Device was reprogrammed and remains implanted.